Event description:
It was reported that the camera head non-ac hd560h caused a lost image during a urology case and would not turn back on. A delay of less than 30 minutes was noted. A backup was available to complete the procedure. No injury or complications were noted.

Manufacturer narrative:
Product failed functional testing with solid black static image on live video out. Cause of video failure is defective cable assembly. Cable assembly appears to be a non-conforming cable assembly which was determined to be a 3rd party repair. Also found on unit was stripped housing threads. Camera head passed functional testing with a known good cable assy installed. The complaint investigation has concluded the cause of the failure to be a defective non-conforming cable assembly due to a 3rd party repair. A review of the device history record was performed which confirmed no inconsistencies.